Event description:
The customer reported to olympus, the telescope, has a cracked rod/ lens and a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a blurry image due to a broken lens and also found fiber breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The following additional information was obtained from the customer: "this was discovered during assembly no report of this from the or [operating room.]"

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, h6 and h10. Corrected fields: e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, the event was likely due to excessive force by the customer during use. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.